Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the last half of the laparoscopic sigmoidectomy, energy output was distributed from the device tip where insulated. The tissue was cauterized which was not supposed to be cauterized. New device was opened to continue. No patient harm.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of the reported incident. The product in the picture did not meet specification. The picture showed that the device to have melted near the aspiration holes. The reported condition was confirmed, based on the pictures provided. The photographic investigation found a section of the insulation around the irrigation holes to have melted. The melting probably occurred as a result of arcing. Two possible sources of arcing were identified. Simultaneously activating the suction function and the electrical current may result in increased arcing at either the electrode tip or aspiration holes, causing the insulation to melt. Activating the electrode while retracted in the sheath could result in arcing through the aspiration holes and potential melting. The investigation identified the root cause of the reported event to be attributed to the user. The instruction for use states, simultaneously activating suction/irrigation and electrosurgical current may result in increased arcing at either the electrode tip or aspiration holes, and/or burns to adjacent tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.